Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, stent damage occurred. The target lesion was in the right coronary artery (rca). A 2.75x24mm taxus liberte drug-eluting stent (des) had been selected to treat the target lesion. The device was removed from its packaging, attached to an unspecified inflation device, placed on negative pressure and atmospheric pressure per typical use. While preparing to load the stent on an unspecified type of guide wire, it was noticed that the edges of the stent were raised, and the device appeared partially deployed. The device did not contact the patient. The procedure was completed with another 2.75x24mm taxus liberte des. There were no patient complications reported with the patient's current condition listed as "ok."

Manufacturer narrative:
Device analysis: a unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing record for this batch shows that the device met its material, assembly, and product specifications at the time of its release to distribution. The most probable root cause could not be determined. Product unavailable for analysis